Event description:
It was reported that during a coil embolization treatment procedure, a coil detachment occurred. The physician was embolizing a lesion located in the mildy tortuous renal artery. A renegade catheter was advanced to facilitate the use of this 18 9mm x 20cm idc coil. The coil was advanced to the lesion without resistance, however, once to the lesion the physician determined the coil was too small for the lesion. As the coil was being withdrawn through the renegade catheter, the coil detached from the pusher wire 70cm from the distal end of the catheter. The catheter, with coil, were removed from the patient. Intermittent flush was performed during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a coil embolization treatment procedure, a coil detachment occurred. The physician was embolizing a lesion located in the mildy tortuous renal artery. A renegade catheter was advanced to facilitate the use of this 18 9mm x 20cm idc coil. The coil was advanced to the lesion without resistance, however, once to the lesion the physician determined the coil was too small for the lesion. As the coil was being withdrawn through the renegade catheter, the coil detached from the pusher wire 70cm from the distal end of the catheter. The catheter, with coil, were removed from the patient. Intermittent flush was performed during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with a renegade catheter. The pusherwire was not returned. The coil was inspected and found to be slightly kinked. The zap tip shape and surface was smooth. The interlocking arm of the main coil was inspected and no damage was noted. Traces of dried blood were present. All dimensions which were checked were found to meet specification. A 0.0184 inch mandrel was inserted through the renegade catheter hub and advanced through the catheter shaft and out the distal tip without restriction. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).